Event description:
It is reported that a customer experienced high blood glucose of 483 mg/dl. The customer was transported to the hospital by paramedics. The customer was informed that there could be many reasons for high blood glucose. The customer was unable to trouble shoot the issue at the time of the call. However, the customer did report a no delivery alarm and a battery out limit alarm from their pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.